Event description:
Reportedly the post operative pt had undergone "knee replacement" surgery in may. During the post operative period the pt claims to have been mentally "confused...not able to tell the doctor the day, month or year." The pt consulted the staff and was told "I could not get an overdose." No additional info has been provided.